Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train. Analysis also found that there was a pump motor stall due to shaft-bearing.(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative. The device was returned for analysis.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion no longer applies.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 200.0 mcg/ml sufentanil at a dose of 121.16 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that a motor stall occurred and the patient did not recently have a MRI. The healthcare provider called the representative because the pump was stalled on (B)(6) 2016. The patient was at the clinic and would be medically stabilized. The representative was not certain that the patient heard the alarm, but thought maybe that occurred. The patient probably had withdrawal symptoms from what the hcp was stating above. The hcp was trying to send the event logs to the representative. The hcp thought the pump was replaced last year and wanted to know how to take the pump out of a stall. On (B)(6) 2016, it was reported that the pump was explanted and a new pump was implanted on (B)(6) 2016. The telemetry printouts were received on (B)(6) 2016. The motor stall occurred on (B)(6) 2016 and stopped pump period may exceed tube set occurred on (B)(6) 2016. The elective replacement indicator (eri) on the pump was 37 months. The new pump had eri of 81 months and a bolus was programmed for a duration of 21 minutes. On (B)(6) 2016, more information was received. It was unknown if the withdrawal symptoms were confirmed. The patient and hcp reported an audible alarm coming from the pump. The pump logs were checked and nothing could be done due to a permanent stall occurring. An explant or replacement was the only path for continuation of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.